Event description:
It was reported that during an unknown procedure, the device could not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned with the saddle pin broken; both bearings present, with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be detached. The batch record was reviewed and no anomalies were noted during the manufacturing process.